Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software turned off without user input. There was no reported impact to customer's blood glucose (bg) level. Although requested, the customer declined troubleshooting and declined to provide additional information.